Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad traces. The device had minor scratches on the display window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and she was unable to clear it. Customer initially was getting ready to check her blood glucose with her meter, she pressed a button, and the alarm occurred. She attempted to resolve the issues by changing the battery. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.